Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed sores under the electrodes. The patient had a bandage applied to the sore by a nurse. Patient also reported using a medication from a prior skin irritation on her hand that was unrelated to the device. The patient reported that the sores improved.